Event description:
Boston scientific was made aware of an event involving an expect slimline needle device. According to the complainant, one of her colleagues (another physician) had a patient upon whom she used an expect slimline needle device during an endoscopic ultrasound fine needle aspiration. The patient ultimately died from necrotizing pancreatitis. The treating physician contended that the patient¿s condition may have been related to the needle device, but that there was no malfunction of the device. There is limited information regarding this event and patient.

Event description:
Boston scientific was made aware of an event involving an expect slimline needle device. According to the complainant, one of her colleagues (another physician) had a patient upon whom she used an expect slimline needle device during an endoscopic ultrasound fine needle aspiration. The patient ultimately died from necrotizing pancreatitis. The treating physician contended that the patient¿s condition may have been related to the needle device, but that there was no malfunction of the device. There is limited information regarding this event and patient.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.